Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument would not fully clip. The staff was using the medium / large clips. The staff got another medium-large clip applier instrument, and it worked without issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the instrument was inspected prior to use with no noted damage. The clips would not load fully onto the clip applier. Surgeon tried to clip the vessel twice & both clips fell off the applier into the abdomen. Confirmed the clips were removed from the patient and disposed of. The type of clip used on the vessel was a medium-large hem-o-lok. The vessel or tissue bundle was not greater than the specified diameter suggested in the instrument for use documentation. Two clip applications had been attempted during the event. The surgeon obtained a new clip applier instrument, and the issue was resolved.

Manufacturer narrative:
Based on the claim against the product by the customer noting the medium-large clip applier instrument would not fully clip and clip fell inside the patient, an investigation was completed to determine the cause of this reported event. Failure analysis investigations confirmed the customer reported complaint. The instrument failed the clip test due to misapplication of the clip. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was unable to obtain the clip as commanded 3 of 3 attempts. The clip was unable to seat properly in the grips due to the bent grip. Additional observation(s) related to customer reported complaint: the instrument was found to have a bent grip and the tip does not align with the other grip. Bent grips with an offset < 0.05¿ is attributed to damage during use, as moderate misalignment of grip tips can be due to grasping either hard tissue / objects or collisions with other instruments. The complaint regarding the instrument would not fully clip was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue.